Event description:
The customer reported the system will not boot. No pt injury was reported.

Manufacturer narrative:
The ge rep conducted an on site evaluation. Verified no power-up, found no power to t-1 secondary, power available at input of surge protector, no voltage at output of surge protector. Replaced surge suppressor p.c. Board. Power restored to system. Tested functions of cysto system, and is operating as intended.